Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an issue with the insulin pump. The customer changed the infusion set but got a no delivery alarm. The customer removed the reservoir and did a rewind but the insulin pump alarmed a motor error and stopped working. The customer's blood glucose level was 402 mg/dl. The customer treated their high blood glucose with a syringe. Their blood glucose decreased until 83 mg/dl due to manual injections. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.